Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After case surgeon sent me a post op x-ray that showed a anterior femoral notch. No surgical delay. Case type: tka.

Manufacturer narrative:
Eported event: it was reported, "after case surgeon sent me a post op x-ray that showed a anterior femoral notch. No surgical delay. Case type: tka¿ product evaluation and results: review of the case session files was not performed as case session data was not provided however the alleged failure of an anterior femoral notch was confirmed through the provided post op x-ray. Product history review a review of device history records shows that rob was inspected on 19 december 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 219999, rob reports no similar complaints for tka software - inaccurate resection. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
After case surgeon sent me a post op x-ray that showed a anterior femoral notch. No surgical delay. Case type: tka.